Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was leaking during the initial drain of peritoneal dialysis therapy. The patient was connected. Renal therapy services advised to contact the peritoneal dialysis registered nurse or doctor. There was no patient injury or medical intervention associated with this event. No additional information is available.